Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there were visual defects and signs of leakage with droplets within their overwrap. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) intravia containers leaked. Further described as had leakage with droplets within their overwrap which caused damaged to the product labels. One unit had a slow leak that appeared in the form of a bubble from a small pinhole. This was identified before use. There was no patient involvement. No additional information is available.